Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18559. It was reported that the patient presented remotely with elevated capture thresholds and ultimately loss of capture, as well as a decreased sensing, on the right atrial and right ventricular leads. Chest x-ray revealed that the leads had dislodged due to twiddler's syndrome. The leads were explanted and replaced. The patient was asymptomatic and in stable condition.